Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve had failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they found fluid on the floor next to their unicel dxc 600 pro synchron system and also observed liquid in a drip tray of the instrument. There was no change or effect to patient treatment in connection with this event and no erroneous patient results were generated. The operator wore gloves and a lab coat while operating the instrument.